Manufacturer narrative:
Device is a combination product.device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID (B)(4). Promus element (B)(4) clinical study it was reported that in-stent restenosis and unstable angina occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization which revealed the 80% stenosed target lesion that was located in the proximal saphenous vein graft (svg) extending to the proximal left anterior descending artery (lad) that was 60 mm long, with a reference vessel diameter of 4.0 mm. The lesion was treated with direct placement of a 4.00x38mm and a 4.00x24mm study stents with 0% residual stenosis. Three days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with unstable angina and was hospitalized on the same day for percutaneous coronary intervention (pci). Coronary angiography was performed on the same day which revealed 70% stenosis in the proximal lad. This was treated with pci with a residual stenosis of 20%. Eighteen days post procedure, the patient recovered and the event was resolved. The patient was discharged on the same day.